Manufacturer narrative:
Date of publication was used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling including the risk analysis was completed. Hyphema, cystoid macular edema (cme) and vitreous hemorrhage are identified as anticipated risks associated with the procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported issues are established risks associated with use of the device, which is clearly specified in the product's labeling. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿a prospective analysis of istent inject microstent implantation: surgical outcomes, endothelial cell density and device position at 12-month¿. Reportedly, the subjects (54 eyes) underwent uneventful (no intraoperative complications reported) cataract plus trabecular micro bypass stent system procedures. Post operative adverse events included a self-limited hyphema was noted in two (2) eyes, one (1) eye developed macular oedema three (3) weeks after surgery and one (1) eye developed intravitreal hemorrhage 12-month post-operatively. The report noted that the mean bcva increased and there was no loss of light perception observed in any patients. In addition, none of the included eyes underwent additional glaucoma surgery and the stents did not contribute to reported iol subluxations. The safety profile of the istent inject devices was favorable, with no refractory or sight threatening adverse events observed.